Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found that the water level of the reagent probe's cleaning mechanism was low. The fse then adjusted the water volume of the reagent probe wash. After service, no further issues were reported by the customer.

Event description:
The initial reporter received questionable magnesium results from several patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two patient samples with discrepant results: sample 1 the initial result was 0.44 mmol/l. The repeat result was 0.68 mmol/l. Sample 2 the initial result was 0.1 mmol/l. The repeat result was 0.7mmol/l.